Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush button was replaced, the bellows reinstalled, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the adjustable pressure limit valve was intermittently sticking causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.